Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-01724 / 01726).

Event description:
During a procedure, the stem inserter became cold-welded with the proximal and distal fasteners. The instruments were used to complete the procedure. There was no patient injury or delay in procedure.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.